Event description:
It was reported that the tandem mobi pump battery would not charge despite the caller using the correct charging pad, cable, and wall adapter. There was no reported adverse impact. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.